Event description:
The consumer reported he has blurry and hazy vision at near and distance following bilateral intraocular lens implants. Vision has been fluctuating between 20/20 to 20/40. Consumer has guttata in both eyes. Add'l info has been requested. MDR # 1119421-2007-00383 (right eye). MDR # 1119421-2007-00384 (left eye).

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other complaints reported in this lot. Additional information was requested on 08/27/2007 by mail and by fax and on 09/06/2007 by phone.